Manufacturer narrative:
Initial

Event description:
It was reported that the user observed blood glucose trending upward after breakfast, peaking at 269 mg/dl while using the ilet system, with no device alerts, no leakage, and no disconnections; the user had selected a ¿more than breakfast¿ meal 15 minutes pre-meal, consistent with his usual practice. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact, and glucose returned to 131 mg/dl with pump-delivered insulin. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and the event characterized as an adverse event without an identified device or use problem; the component involved was not specifically attributable to a defined subcomponent due to lack of an appropriate code. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.